Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and morphine at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump was low on medication and had a motor stall. It was noted that the patient got very sick and was hospitalized for withdrawal because of the motor stall. It was reported that the pump did not alarm. The patient was concerned about getting boluses because he did not want his pump to " run out" again. It was unknown when the motor stall occurred. The patient inquired about recalls but did not report any further complications.